Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "no disposable clamp tubing". No patient involvement.

Manufacturer narrative:
H10 ? Device evaluation results: one cadd legacy pump was returned for investigation in used condition. The customer reported product problem ("no disposable clamp tubing") was reproduced during testing. The product fault was attributed to an undetermined problem with the downstream occlusion sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor was replaced.